Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented during a normal follow up. The patient complained of pacemaker type symptoms like palpitation, fullness in throat and fatigue. Upon investigation, it was discovered that the atrial lead exhibited loss of capture, decreased sensitivity and undersensing. The impedance measurements were noted to be stable and in range. The physician elected to replace the lead and during the replacement procedure on (B)(6), lead repositioning was attempted; however, a good position could not be found. The physician tried to maintain access by inserting a guidewire into the side of the original lead but was unsuccessful. The lead was damaged due to explant procedure and seemed like the helix would not extend all the way out. The lead was explanted and replaced successfully. Patient condition was good post procedure.